Manufacturer narrative:
Corrosion within the internal components of the device was identified as the probable cause of the device overheating. The micro drill midium straight attachment was discarded; once disassemble, it is not repairable. Please note that this report has been filed for alleged burn injury to the patient as reported by the surgeon and for overheating during failure analysis.

Event description:
It was reported that during an oral procedure, a micro drill was overheating; as the surgeon was removing the drill from the patient's mouth, the drill attachment burned the patient on the lower left side of the lip. No further information was provided regarding the event.